Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions)h10, h11. Corrected fields: d5, g1(contact person), h4. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated this unit and was able to confirm that the unit was not turning on. The fse replaced the power supply (0014-00-0033-05. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement and no adverse event was reported.